Event description:
Procedure: lap. Hemicolectomy. According to the reporter: the dlu could not be opened after firing. The instrument was resected with another instrument, or time was extended by 20 minutes.